Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. Version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and no manufacture date can be provided.

Manufacturer narrative:
No ventilator logs were provided and no service on the ventilator has been requested. The user facility performs service by themselves and reported that the clamp on the oxygen port was loose and caused the oxygen leakage. The problem was reportedly solved. No further information, such as serial number of the device, was provided. The purpose of the oxygen hose is to supply oxygen to the ventilator. The gas supply pressure is checked during pre-use check. If the oxygen gas supply is reduced during ventilation, insufficient ventilation may follow. Alarms will be raised if set alarm limits are violated. The root cause of the reported leakage was determined to be an untightened port of the oxygen hose. H3 other text : 4117.

Event description:
It was reported that the port of the oxygen hose was loose and leaking. There was no patient involvement. Manufacturer¿s ref #: (B)(4).